Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got a no delivery alarm via giving a bolus. The customer's blood glucose value was 412 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer performed a 5.0 unit fixed prime. The customer also stated that the insulin existed, but it was greater than normal resistance when attempting the plunger push. The customer was advised to discontinue the use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.